Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the left eye went out on the surgeon side console (ssc). The intuitive technical service engineer (tse) recommended a replacement of the scope and a power cycle of the system if the issue persists. At the end of the procedure, the left eye on the ssc was still black. The customer stated that with no scope installed the left eye was black and the right eye had color bars. The customer rebooted the system with no change. The system logs showed a 119 error on the console's monitor. This was a single console system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up, and it initially did power on without errors. The surgeon performed rest of the procedure with the eye piece out. No conversion, no port incisions increase, or additional ports were added. There was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the pmsc involved with this complaint to perform failure analysis. The pmsc was analyzed, but the reported failure could not be reproduced. The pmsc was installed onto a test system and no issue was found. The complaint was confirmed based on the field evaluation.